Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2012-00027. Following a pre-hysteroscopy and two unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician did a hysteroscopy and saw a perforation "in the pt's right corneal region near the right tubal ostia." The procedure was aborted. No treatment was needed and the pt was discharged home. Additionally, a dilatation and sounding with a metal sound (not hologic devices) were done just prior to the ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The MFR date of the radio frequency controller is 04/2010. The disposable device was returned but could not be evaluated because the cervical collar had been detached. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at the time of MFR. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU): use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).